Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-02260. The subject ltf-s190-10 was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated even though the evaluation was conducted under following conditions. The universal cord and the insertion tube of this device were swayed. The bending section was angulated. The device was run for one hour. The device passed a leakage test. As a result of disassembling the subject ltf-s190-10, there was no abnormality. Since the reported phenomenon was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. The circuit board and/or ccd unit inside of the subject device did not work properly temporarily by some causes. The instruction manual provide warnings and how to inspect the device. Warning: if the endoscopic image on the monitor should unexpectedly disappear or freeze during an examination and cannot be restored, turn the video system center off and then on again. If the image still does not appear, stop the examination immediately and place the angulation lock in the free position (see figure 2.2 on page 22). Then without touching the angulation control levers, carefully withdraw the endoscope from the patient. If a hand instrument is used, withdraw it in the safest manner before withdrawing the endoscope. Inspection: confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Confirm that the wli and nbi endoscopic images do not momentarily disappear ordisplay any other irregularities.

Manufacturer narrative:
The subject ltf-s190-10 has not been returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-s190-10, an endoscopic image disappeared. The user replaced the subject ltf-s190-10 to another unspecified device to complete the procedure. After the unspecified procedure, an olympus local field service engineer checked the subject ltf-s190-10, and confirmed there was no irregularity found. There was no report of the patient injury other than replacing the device.